Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous posterior descending artery. The balance middleweight (bmw) universal guide wire was noted to have resistance when advanced out of the guiding catheter. A dragonfly imaging catheter was used in the procedure and it was noted when pullback was complete that the guide wire and the dragonfly were stuck together and the devices were removed together as a single unit. Another same size bmw guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulty to remove could not be determined. In this case, it is possible that procedural contaminants affected the interaction between the guidewire and the imaging catheter, which resulted in the reported difficulty to remove the imaging catheter from the guidewire; however, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.